Manufacturer narrative:
The customer service engineer (cse) has not yet performed the repair.(B)(4).

Event description:
Covidien received information stating that during patient use, the 840 ventilator had a blank display. The patient was manually ventilated and transferred to another unit. There were no negative patient consequences reported.